Event description:
A report has been received from a dealer who states the pump does not hold a lift. When end user is lifted up, the boom (upper part that the sling attaches to) slowly goes down. The reporter has been contacted for additional detail on this incident. No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9805p, serial number/date (b)( )is approximately 8 months old. The owner's manual part number 1024492, rev.e(may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In speaking with the reporter of this incident, the caregiver reported it was difficult to lift the end user and would slowly go down. Service has been set up to evaluate this device. The maintenance history of the device is unknown. The malfunction has not been confirmed. If any further detail is obtained a supplemental report will be submitted.